Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a patient received treatment (7/15) and he showed up (7/16) at 10am stating that the pump had started smoking about 30 minutes prior to his arrival. It was definitely smoking when he arrived. When they inspected it, it looked like it was coming from the battery compartment. One of the metal conductor strips was no longer in place and the entire compartment smells of smoke. This event occurred at patient's home and was operated by a health professional. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found a damaged battery compartment and dislodged separator. Also slight darkening was found in the battery compartment near the contacts. The customer reported problem was confirmed. The cause was found to be a short in the battery compartment. The battery compartment was replaced. Service history identified that no previous repair has been noted in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.